Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. A power-on reset occurred during charging for a capacitor maintenance. The reset was caused by battery depletion. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in the ER with chest pain. Upon attempting to interrogate the device the programmer reported the device was in bvvi. The patient reported feeling the device vibrate 6-7 months ago. The normal longevity for the device was 5.4 years, the device had been implanted for almost 7 years. The device was explanted and replaced.